Event description:
It was reported that while in sterile processing at the user facility, metal shavings were coming out of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.